Event description:
It was reported that during an implant procedure the right atrial (ra) lead exhibited high thresholds, and when the stylet was removed the lead dislodged. The lead helix was noted to come out gently at first, then after ten turns would jump out. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.